Event description:
It was reported by the user facility that the wand arced during use.

Manufacturer narrative:
The pt's age, weight and gender were not made available. Eval summary: visual inspection found little to no electrode wear. Wand was fired at default and max setting with foot pedal switch and created plasma, no arching was seen from the device. There was normal activity during firing. Suction performed properly. Device performed as designed, customers complaint could not be validated. A review of the device history records found no non-conformances associated with this manufactured lot.